Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable clamp tubing error. It was also reported that the pump was powered off and restarted but the error message persisted. Per patient, it was stated that air bubbles were present in tubing on cassette. The patient was instructed to massage tubing and gently tap on hard surface until air bubbles were gone, unclamped line at port and powered on pump, but the alarm persisted. No patient consequences were reported. No adverse effects were reported.